Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. Requested return of suspect device; however, customer states she may have thrown the device away. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.